Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation of 1 second, the balloon ruptured under the nominal inflation pressure. The device was removed successfully, and the procedure was completed with an alternative device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that at 3mm distal from the bicomponent weld, for a length of 2mm, the guidewire lumen was buckled, prolapsed, and punctured. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. Product analysis confirmed the reported event, as the guidewire lumen was punctured.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation of 1 second, the balloon ruptured under the nominal inflation pressure. The device was removed successfully, and the procedure was completed with an alternative device. There were no patient complications reported.